Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: patient was admitted for a gastric bleed secondary to stomach ulcer, gastric bypass surgery was performed two months prior to hospital admittance. Deep vein thrombosis was also identified. CT scan the abdomen and pelvis demonstrated hepatic stenosis, no bowel obstruction identified. A vena cava filter was deployed for patient history of dvt. The filter apex was deployed at the level of the renal veins. The apex the filter was slightly tilted to the right upon deployment. Guided fluoroscopy demonstrated extensive deep vein thrombosis noted in the right common femoral vein; therefore, percutaneous access was gained in the left femoral vein. The filter was deployed inferior to the renal takeoffs. One month post filter deployment in attempt to retrieve the filter was unsuccessful; the filter apex was reported to be embedded in the ivc wall. A follow up CT scan demonstrated the filter was located below the renal veins. Filter was somewhat oblique angle with the filter apex against the ivc wall. Approximately one year post vena cava filter deployment a second attempt to retrieve the vena cava filter was unsuccessful. The physician indicated the filter apex was embedded in the ivc wall and could not be captured or retrieved. The decision was made to leave the filter in place; no other attempts were made to retrieve the filter. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device or images were returned. Medical records were provided. The medical records allege that the upon deployment, the filter was slightly tilted to the right. The medical records allege that two attempts were made to retrieve the filter unsuccessfully. Allegedly, the filter was tilted and the apex was embedded in the ivc wall. There was no mention of perforation, detachment or migration within the medical records. Based on the medical records, the investigation is confirmed for a tilted filter and two unsuccessful retrieve attempts. The investigation is inconclusive for perforation, detachment and migration. The filter likely could not be retrieved because the filter was tilted with the apex against or embedded in the ivc wall. The filter was noted to be slightly tilted upon deployment. It is unknown if the manner in which the user deployed the filter contributed to the filter tilting. The definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). Inconclusive-investigation in progress. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one month post vena cava filter deployment; post gastric bypass surgery, scheduled retrieval attempt to retrieve the filter was unsuccessful. CT scan identified the filter apex embedded in the ivc wall. Approximately one year post vena cava filter deployment a second attempt was made to capture retrieve the tilted filter; although, the filter could not be retrieved. No other attempts were made to retrieve the filter. New information received: it was reported that approximately fifteen days post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. Medical records were previously received and reviewed and the investigation of additional information regarding the reported event is currently underway. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: patient was admitted for a gastric bleed secondary to stomach ulcer, gastric bypass surgery was performed two months prior to hospital admittance. Deep vein thrombosis was also identified. CT scan the abdomen and pelvis demonstrated hepatic stenosis, no bowel obstruction identified. A vena cava filter was deployed for patient history of dvt. The filter apex was deployed at the level of the renal veins. The apex the filter was slightly tilted to the right upon deployment. Guided fluoroscopy demonstrated extensive deep vein thrombosis noted in the right common femoral vein; therefore, percutaneous access was gained in the left femoral vein. The filter was deployed inferior to the renal takeoffs. One month post filter deployment in attempt to retrieve the filter was unsuccessful; the filter apex was reported to be embedded in the ivc wall. A follow up CT scan demonstrated the filter was located below the renal veins. Filter was somewhat oblique angle with the filter apex against the ivc wall. Approximately one year post vena cava filter deployment a second attempt to retrieve the vena cava filter was unsuccessful. The physician indicated the filter apex was embedded in the ivc wall and could not be captured or retrieved. The decision was made to leave the filter in place; no other attempts were made to retrieve the filter. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device or images were returned. Medical records were provided. The medical records allege that the upon deployment, the filter was slightly tilted to the right. The medical records allege that two attempts were made to retrieve the filter unsuccessfully. Allegedly, the filter was tilted and the apex was embedded in the ivc wall. Based on the medical records, the investigation is confirmed for a tilted filter and two unsuccessful retrieve attempts. The filter likely could not be retrieved because the filter was tilted with the apex against or embedded in the ivc wall. The filter was noted to be slightly tilted upon deployment. It is unknown if the manner in which the user deployed the filter contributed to the filter tilting. The definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Additional information: outcomes attributed to adverse event; event description; other relevant history; report source; date received by manufacturer; type of report - MDR; type of MDR report-follow-up # update: brand name; complainant e-mail address. Remove: operator of device - other; reports source - other; (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one month post vena cava filter deployment; post gastric bypass surgery, scheduled retrieval attempt to retrieve the filter was unsuccessful. CT scan identified the filter apex embedded in the ivc wall. Approximately one year post vena cava filter deployment a second attempt was made to capture retrieve the tilted filter; although, the filter could not be retrieved. No other attempts were made to retrieve the filter. New information received: it was reported that approximately fifteen days post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review:no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Medical records were provided. The medical records allege that the upon deployment, the filter was slightly tilted to the right. The medical records allege that two attempts were made to retrieve the filter unsuccessfully. Allegedly, the filter was tilted and the apex was embedded in the ivc wall. Based on the medical records, the investigation is confirmed for a tilted filter and two unsuccessful retrieve attempts. The filter likely could not be retrieved because the filter was tilted with the apex against or embedded in the ivc wall. The filter was noted to be slightly tilted upon deployment. It is unknown if the manner in which the user deployed the filter contributed to the filter tilting. The definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. - potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: filter tilt. Filter malposition.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: patient was admitted for a gastric bleed secondary to stomach ulcer, gastric bypass surgery was performed two months prior to hospital admittance. Deep vein thrombosis was also identified. CT scan the abdomen and pelvis demonstrated hepatic stenosis, no bowel obstruction identified. A vena cava filter was deployed for patient history of dvt. The filter apex was deployed at the level of the renal veins. The apex the filter was slightly tilted to the right upon deployment. Guided fluoroscopy demonstrated extensive deep vein thrombosis noted in the right common femoral vein; therefore, percutaneous access was gained in the left femoral vein. The filter was deployed inferior to the renal takeoffs. One month post filter deployment in attempt to retrieve the filter was unsuccessful; the filter apex was reported to be embedded in the ivc wall. A follow up CT scan demonstrated the filter was located below the renal veins. Filter was somewhat oblique angle with the filter apex against the ivc wall. Approximately one year post vena cava filter deployment a second attempt to retrieve the vena cava filter was unsuccessful. The physician indicated the filter apex was embedded in the ivc wall and could not be captured or retrieved. The decision was made to leave the filter in place; no other attempts were made to retrieve the filter. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device or images were returned. Medical records were provided. The medical records allege that the upon deployment, the filter was slightly tilted to the right. The medical records allege that two attempts were made to retrieve the filter unsuccessfully. Allegedly, the filter was tilted and the apex was embedded in the ivc wall. There was no mention of perforation, detachment or migration within the medical records. Based on the medical records, the investigation is confirmed for a tilted filter and two unsuccessful retrieval attempts. The investigation is inconclusive for perforation, detachment and migration. The filter likely could not be retrieved because the filter was tilted with the apex against or embedded in the ivc wall. The filter was noted to be slightly tilted upon deployment. It is unknown if the manner in which the user deployed the filter contributed to the filter tilting. The definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one month post vena cava filter deployment; post gastric bypass surgery, scheduled retrieval attempt to retrieve the filter was unsuccessful. CT scan identified the filter apex embedded in the ivc wall. Approximately one year post vena cava filter deployment a second attempt was made to capture retrieve the tilted filter; although, the filter could not be retrieved. No other attempts were made to retrieve the filter. New information received: it was reported that approximately fifteen days post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information received: it was reported that sometime post filter deployment (date not provided) the filter tilted, embedded in the ivc wall, migrated, perforated the spine and duodenum, and detached. The plaintiff's health care provider determined that the apex of the filter had tilted and needed to be removed. Approximately one month post filter deployment, during a scheduled filter retrieval procedure it was revealed that the filter was significantly tilted at 45% and could not be removed. Approximately three months post filter deployment a second retrieval attempt was made; however, the filter head was entirely embedded in the ivc and the procedure was aborted. The patient was reportedly placed on lifetime anticoagulation, but became anemic approximately four years post second retrieval attempt and was hospitalized for a small bleed. It was further reported that scans of the filter revealed the filter struts extending beyond the ivc and perforating into the spine and duodenum. Approximately nine years seven months post filter deployment the patient underwent a complex retrieval operation. Pre-operative imaging revealed that the tip of the filter remained embedded, with some narrowing of the ivc at the site, and the filter had detached with one filter limb in the ivc. The filter and detached limb were subsequently retrieved; however, one filter foot was retained in an extravascular location.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed: patient was admitted for a gastric bleed secondary to stomach ulcer, gastric bypass surgery was performed two months prior to hospital admittance. Deep vein thrombosis was also identified. CT scan the abdomen and pelvis demonstrated hepatic stenosis, no bowel obstruction identified. A vena cava filter was deployed for patient history of dvt. The filter apex was deployed at the level of the renal veins. The apex the filter was slightly tilted to the right upon deployment. Guided fluoroscopy demonstrated extensive deep vein thrombosis noted in the right common femoral vein; therefore, percutaneous access was gained in the left femoral vein. The filter was deployed inferior to the renal takeoffs. One month post filter deployment in attempt to retrieve the filter was unsuccessful; the filter apex was reported to be embedded in the ivc wall. A follow up CT scan demonstrated the filter was located below the renal veins. Filter was somewhat oblique angle with the filter apex against the ivc wall. Approximately one year post vena cava filter deployment a second attempt to retrieve the vena cava filter was unsuccessful. The physician indicated the filter apex was embedded in the ivc wall and could not be captured or retrieved. The decision was made to leave the filter in place; no other attempts were made to retrieve the filter. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one month post vena cava filter deployment; post gastric bypass surgery, scheduled retrieval attempt to retrieve the filter was unsuccessful. CT scan identified the filter apex embedded in the ivc wall. Approximately one year post vena cava filter deployment a second attempt was made to capture retrieve the tilted filter; although, the filter could not be retrieved. No other attempts were made to retrieve the filter.